Event description:
It was reported that the lens tilted approximately 6 weeks post implant in the patient's left eye. The doctor repositioned the lens. According to the surgeon the most likely cause of the event was asymmetric contraction of capsular bag. The patient's current prognosis is excellent.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.